Event description:
X-ray images have been provided.

Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Event description:
Information was received that the patient developed a bony fistula at the junction of the male/female port.

Event description:
No additional information was provided.

Manufacturer narrative:
Corrected data: d4, h6 (impact code). Additional data: device evaluation: in an effort to complete a thorough investigation, due diligence was completed to obtain x-ray images of the reported bony fistula, however, the reporter was unresponsive. The reported event is unable to be confirmed. Upon return, visual inspection of the nail revealed the distraction rod portion of the nail had visible evidence of discoloration. Material discoloration/corrosion is currently being investigated through the CAPA process. Utilizing external assessments and standard corrosion test methods (salt spray), conclude that mechanically assisted crevice corrosion (macc) is the likely direct cause. The key element has been the mechanical micro-movement within the anti-rotation junction of the devices due to the higher weight bearing potential as a result of a more mobile patient population. We have been able to replicate this in-vitro and have developed the mechanical parameters that drive the clinical variation in corrosion. In-vitro testing has shown a correlation between the load on the telescopic junction of the device and the degree of corrosion, with much less corrosion seen at lower loads. This helps explain why different levels of corrosion between patients as weight bearing protocols vary among surgeons. A root cause analysis was performed and found the risks associated with mechanically assisted crevice corrosion (macc) were not adequately identified and mitigated through the risk management/design control process. Device records review: a review of device history records (DHR) for the returned unit confirmed that it met all the required quality inspections prior to release. In addition, the nail listed in this complaint was built prior to the initiation of the CAPA.